Event description:
It was reported that the cartridge was damaged at the shroud, interrupting insulin delivery. There was no reported adverse impact to the customer¿s blood glucose value. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.